Manufacturer narrative:
The device was not returned for evaluation. The product and lot number are unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that only 4-5 cc of water were removed from the balloon during an attempted deflation. The catheter was allegedly calcified making it difficult to remove. The physician was reportedly able to remove the catheter by "tugging on it". However, no patient injury was reported. The balloon was completely deflated when the catheter was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that only 4-5 cc of water were removed from the balloon during an attempted deflation. The catheter was allegedly calcified making it difficult to remove. The physician was reportedly able to remove the catheter by "tugging on it". However, no patient injury was reported. The balloon was completely deflated when the catheter was removed.